Manufacturer narrative:
The cable was returned for analysis. Through physical and functional testing methods physical damage was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device unique identifier (UDI) unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the foot-switch was not working because the internal cables of the breakout box was damaged. The breakout box was replaced and the imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that, during servicing, the foot-switch was not working. It was found that the foot-switch port had cables damaged at the breakout box port. There was no patient present when this issue was identified.